Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was changing the infusion set, the infusion set's tubing disconnected from the site. Further, she did not notice until her blood glucose level went high (246 mg/dl). She changed the infusion set once, she realized that it was no longer connected. Reportedly, the patient did not notice any damage when the package was first opened. No further information available.